Event description:
Prior to a temporal craniotomy a smell of fire and the warmth" came from the cusa. The fire department was called in. The pt was already medicated/anesthetized when the product problem occurred. The pt did not incur an injury. A replacement was obtained from the hospitals' supply. The surgery was delayed due to the product issue for approximately 20 minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.